Manufacturer narrative:
Submit date: 10/01/2014.an investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Please see section for investigation results.

Event description:
The product sample was not returned and no photos were received. More information was requested to the customer and no additional evidence was provided for this analysis. This complaint will be reopened and updated accordingly if the product sample is returned. All the possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are not ncrs related to the reported issue. This defect has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information and based on the ishikawa diagram (refer to investigation), since this is an accessory that is installed by the customer, the most probable root cause could be attributed to an user s improper installation which causes adapter s detaching. However without the sample, this cannot be confirmed. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material and visual acceptance sampling) are in place to prevent nonconforming product from leaving the facilities. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a titanium adapter. The customer states that during use, the titanium adaptor detached from the terumo transfer tube set. Subsequently, on (B)(6) 2014, the customer provided new information that indicated the patient contracted a peritonitis infection. It is unknown if the adapter detachment was the cause of the infection. No additional information provided.